Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the brake will not hold.